Manufacturer narrative:
System updates pending. Results: known inherent risk of procedure. Per the instructions for use (IFU), potential risks associated with the overall tavr procedure, including potential access complications associated with standard cardiac catheterization procedure, balloon valvuloplasty, and the use of angiography include thrombus formation, plaque dislodgement, and embolization that may result in myocardial infarction, stroke, distal peripheral occlusion and/or death. Included under contraindications for the transfemoral procedure are patients with significant aortic disease, including arch atheroma (especially if thick [> 5 mm], protruding or ulcerated) or narrowing (especially with calcification and surface irregularities) of the abdominal or thoracic aorta. Calcification and atheromas (cellular debris, inflammatory cells, and cholesterol) can accumulate along the walls of the vasculature and within cardiac structures, and can vary in size. There may be cases where a patient has a protruding atheroma or calcified plaque prior to the procedure. It is also possible for one of the interventional devices used during the thv procedure to disrupt the material, resulting in mobile debris. Aortic and annular structure tissue or calcification can also be disrupted during ta/tao sheath insertion, balloon valvuloplasty (bav), and deployment of the prosthetic valve. In this case, the exact cause of the popliteal artery occlusion post procedure cannot be confirmed. Procedural factors (manipulation of the device), in addition to patient factors (moderate access vessel calcification, moderate access vessel tortuosity, tortuous abdominal artery, ¿shaggy¿ aorta) likely contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our edwards lifesciences affiliate in (B)(4), during a transfemoral tavr procedure, difficulty was encountered during the advancement of a 26mm commander delivery system due to the patient¿s tortuous abdominal artery. A 26mm sapien 3 valve was deployed as intended in a final 80:20 aortic/ventricular (a/v) position. Post procedure, a popliteal artery occlusion was observed on the patient¿s access artery side. When a wire was inserted in an attempt to performed thrombus aspiration, the thrombus appeared to have ¿flowed¿ into the peripheral artery. Since thrombus aspiration could not be performed in the peripheral artery, no further action was taken. At the time of this report, the patient is under observation. The patient¿s condition was reported to be ¿recovering¿. The access vessel minimum luminal diameter (mld) measured 6.1mm with moderate calcification and moderate tortuosity reported. A ¿shaggy¿ aorta (severe arterial degeneration of the aorta, the surface of which is extremely friable and likely to cause atheroembolism) and tortuous abdominal artery were also reported. Per medical opinion, the popliteal artery occlusion was caused by the ¿shaggy¿ aorta in combination with the delivery system advancement difficulty due to the tortuous abdominal artery.

Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2017-02250.

Manufacturer narrative:
Additional information obtained through the (B)(6) tavi case registry reported an embolectomy was performed for the popliteal artery occlusion. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2017-02094.